Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of 265mg/dl and 85mg/dl. No quality controls were run. No adverse event reported. Customer no longer has drum; a replacement was sent.